Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mr was due to patient condition. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on ja(B)(6) 2024, a combined mitraclip and triclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 3-4, tricuspid regurgitation (tr) with a grade of 3-4 and enlarged atrium. A mitraclip xtw and a mitraclip xt were implanted on the mitral valve, reducing the mr to a grade of 1. Two triclip xtw clips were implanted on the tricuspid valve, reducing the tr to a grade of 1. On (B)(6) 2024, at a follow up appointment, an echocardiogram was performed and revealed recurrent mr with a grade of 3-4 and recurrent tr with a grade of 3. It was noted that the previously implanted mitraclips and the triclips were stable on the leaflets. The patient¿s medications were increased and will be scheduled for a follow up transesophageal echocardiography (tee).